Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant products: 1.carto 3 system, model #: m-4800-01, serial #: (B)(4). 2.cool flow pump, model #: m-5491-02, serial #: (B)(4). 3.stockert 70 system, model #: m-5463-01, serial #: (B)(4). 4. Soundstar eco catheter, model #: m-5723-16. (B)(4). Are related to the same incident. (B)(4). Event description continuation: the hospitalization. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that it was due to the patient condition. The physician thought that the clot could have been a potential stroke risk. The patient¿s diagnosis was that the patient had some form of coagulation condition to form a clot that quickly with a high act. This event is being reported conservatively under both the lasso navigational variable eco catheter and the smart touch bidirectional catheter as the catheter that delivered ablation rf energy is the most likely the suspect device. However, clot was noted specifically to be on the lasso navigational variable eco catheter.

Event description:
It was reported that a female patient underwent a atrial fibrillation (afib) procedure with a lasso navigational variable eco catheter and a smart touch bidirectional catheter and suffered a thrombosis which did not require surgical intervention. The patient's medical history is unknown. After the transseptal puncture and the fast anatomical mapping with the smart touch bidirectional catheter, the lasso navigational variable eco catheter was moved out in the left atrium and they started mapping. Minutes later, a large clot developed and became attached to the distal shaft at the 21 and 22 electrodes of the lasso navigational variable eco catheter. Initially, the physician thought the clot was extracted by withdrawing on the transseptal sheath. The procedure continued and there was no patient harm. They then called back to state that the clot was not gone. Heparin was used during the procedure. The act was >400 while in the left atrium when the clot formed. The physician was able to remove most of the clot by aspirating it with the other sheath. All devices were pulled back to the right side and they stopped the procedure. There appeared to be no patient consequences at that time related to the clot. The last documented act was 402. There were no error messages. There were no issues related to the temperature or flow on the ablation catheter. The generator was not used. There was no ablation performed. The patient did not require surgical intervention. There is no information about

Manufacturer narrative:
(B)(4). It was reported that a female patient underwent a atrial fibrillation (afib) procedure with a lasso navigational variable eco catheter and a smart touch bidirectional catheter. After the transseptal puncture and the fast anatomical mapping with the smart touch bidirectional catheter, the lasso navigational variable eco catheter was moved out in the left atrium and they started mapping. Minutes later, a large clot developed and became attached to the distal shaft at the 21 and 22 electrodes of the lasso navigational variable eco catheter. Initially, the physician thought the clot was extracted by withdrawing on the transseptal sheath. The procedure continued and there was no patient harm. They then called back to state that the clot was not gone. Heparin was used during the procedure. The act was >400 while in the left atrium when the clot formed. The physician was able to remove most of the clot by aspirating it with the other sheath. All devices were pulled back to the right side and they stopped the procedure. There appeared to be no patient consequences at that time related to the clot. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the clot remains unknown.